Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.(B)(4)

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
This procedure was performed in (B)(6). The procedure was a carotid artery stenosis/carotid artery stenting performed on (B)(6) 2014. There was 0% stenosis post procedure. It was reported that post-procedure the patient developed high order dysfunction and right hemiplasia. The physician said the infarction occurred in the area where the cas was performed and was treated with the administration of edaravone. The high order dysfunction was temporal and the patient recovered. However the patient still had mild right hemiplasia and the hospital stay was extended for rehab. Antiplatelet agents aspirin and clopidogrel were used. Please reference MDR 2183870-2015-00141 for the protege rx used in the procedure.